Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson informed a customer care advocate, cca, that her one touch fasttake meter would no longer power on despite new batteries. The patient also alleged the meter was inaccurately low compared to her physician's office meter. Because this senior medical affairs specialist has been unable to speak with the patient, a letter will be sent. The patient shared the following with the cca. In 2007, the patient was admitted to the hospital from her physician's office with chills, swollen leg, and "black toes." The admitting blood glucose was not provided. Besides being treated with IV and insulin, she received corrective surgery for the infection in her toes. Although discharged on an unknown date, she was readmitted two additional times when the toes became re-infected, with final discharge in the following month. She refused to be discharged on insulin since the meter would not operate and "I wouldn't know how much [insulin] to take." "I still have my toes." Two weeks prior to original date, she experienced the power issue; it worked sporadically until finally she could no longer test and had no back up meter. The patient concluded her blood glucose results had been inaccurately low ("73-128" mg/dl) for three weeks prior to original date after the doctor obtained "285 or 315" mg/dl on his meter (date not provided) and her own meter result earlier in the day was "normal". The complaint is classified as an adverse event because the patient alleged she was treated with an IV and insulin upon admission to the hospital and during her stay. It is not clear if the patient was admitted for treatment of her blood glucose addition to her peripheral vascular disease.